Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented in clinic for a follow-up after noise was noted on a remote transmission. Upon interrogation, multiple noise episodes were noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. Patient was in stable condition and had no clinical symptoms.